Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to moisture damage force sensor resistor, the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the insulin pump alarmed with a motor error while administering a bolus and did not give the full number of units of insulin. The insulin pump was able to be rewound and the customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.